Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noisy signals and oversensing on the rv channel. Technical services (ts) reviewed the stored events and confirmed noise on the rv and shock channel which appeared to be non-physiological that usually occurs during procedure due to having an abrupt beginning and end. Ts suggested further investigation with isometrics to rule out lead integrity and investigate any procedure. Reported observations did not result in pacing inhibition. This system remains in service and no adverse patient effects were reported.